Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator head had three bands attached and they were moved from their position. The ligator head teeth were in good condition, consistent with the findings when it was observed under magnification. Additionally, the suture hole was in good condition. The handle had evidence that the trip wire was not secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands attached in the ligator head were moved, which could have been due to excessive force applied on the device. Additionally, the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block b5, block h6 (device codes), and block h10 have been updated based on the additional information received on january 17, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat variceal bleeding performed on (B)(6) 2023. During the procedure, the bands were unable to deploy, and the bands were difficult to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on january 17, 2024: the problem with the speedband superview super 7 was the bands were not able to deploy during the procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat variceal bleeding performed on (B)(6) 2023. During the procedure, the bands were unable to deploy, and the bands were difficult to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy.